Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The distributor reported that during incoming inspection of goods on (B)(6) 2018, fifteen (15) pieces of c5602 cusa excel 36khz disposable wrench were rejected; twelve of the products had foreign material inside the packages and three of them were stained.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The device history record (DHR) review of reported fg lot # w1707027 was not possible because this fg number does not correspond to the nomenclature used to identify the fg lots at integra in (B)(6). The root cause cannot be determined due to the lack of information received to perform a complete investigation. (B)(4).